Event description:
Device 2 of 3. Reference MFR reports: 1627487-2014-02061, and 1627487-2014-02063. It was reported the patient was diagnosed with an infection at her scs ipg and lead sites. The patient was treated with oral antibiotics. F/u on (B)(4) 2014 identified the patient reported the infection has healed.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.